Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that product sterility was compromised. A flexima¿ was selected for use. During unpacking, it was noticed that the inner package of the device had a hole. No patient involvement reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned with its original package (pouch closed/sealed). A visual inspection of the device was performed and observed that the package has a hole in the front, plastic side, close where the label is placed. No other anomalies or damages were encountered. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that product sterility was compromised. A flexima¿ was selected for use. During unpacking, it was noticed that the inner package of the device had a hole. No patient involvement reported.